Event description:
(B)(4). Summary of original report: upon removal lege artis catheter sheared off/cut off/inner coil "stuck" in pt. Catheter was completely removed, pt doing well. Thirty minutes post removal lower left extremity was reduced in motor activity and sensitivity, pt was kept under observation; 6-12 hours post event restitutio ad integrum. Pt is doing well.

Manufacturer narrative:
The device has been returned to manufacturer for eval. Investigation still is not completed. The report will be summarized and sent in to FDA as soon as it is available. At this point of time no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Additional info will be provided in a follow-up report if further info is available.